Event description:
The device was used during a laparoscopic colectomy. Reportedly, the staple line was not complete. The surgeon applied another devcie to complete the procedure. The hosp has reported no pt injury occurred.